Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error message on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. The fsr has evaluated this roller pump three or four times now for this issue. The fsr ran the roller pump for thirty minutes occluded and was never able to duplicate the "belt slip" error message. The fsr dis-assembled the roller pump and did not find any boards loose or out of the ordinary inside the case of the roller pump. The fsr recommended the roller pump be sent to the manufacturer for further evaluation. The fsr completed corrective/preventative maintenance successfully. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.